Event description:
According to radiology report, patient was on the radiology table, abdominal series of x-rays had just been completed. The radiology table randomly started to tilt towards the patient head. A radiology tech had to hold the shoulders of the patient for support. The table then stopped the random actions. No injury to patient, the radiology table was taken out of service until the machine could be serviced. The phillips representative `replaced a tso flatpanel at table side.'